Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing and diminished sensing were noted on the right atrial (ra) lead. High threshold on the lead was noted also. The lead remains in use. No patient complications have been reported as a result of this event.